Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Device evaluation: one device was returned for investigation. Visual inspection found a stained water tank, reservoir gasket is worm, and a faded line cord. The device also has outdated drain fitting, printed circuit board (pcb) and power switch. Functional testing could not duplicate the reported problems. The complaint was not confirmed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
The customer has reported that their unit is broken. It was "constantly displaying an overheating alarm". The fault occurred during testing. There was no patient involvement and no patient harm/adverse event reported.